Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that both the display and the led did not work. However, when pressure was applied to the battery, the device did power on, and there were no future issues with the handle. The display worked without any issues. The power was kept on for 10 minutes and there were still no other issues found. Ingress testing was completed, and it was found that the device had increased in mass by 0.040 grams (cl-15756). The test battery was put into the customer¿s device and the display still worked, though force was needed in order to turn on the power. It was reported that there was light at the tip of the video laryngoscope's blade but no display even after good known batteries were tried. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, there was light at the tip of the videolaryngoscope's blade but no display even after good known batteries were tried. There was no patient involvement.